Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-jug-celect. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: review of the images gave following impression of the event. "The filter most likely did not release for the following two reasons. First the filter hook was bound to the release hook more than usual. Resheathing changed the hook orientation 90 degrees anterior to posterior. The hook then released easily. If the filter hook was tilted towards the release hook, the hooks would have been held together, while the opposite orientation favored release. Second on all the imaging with the hook exposed by the cannula, considerable back tension was exerted on the filter. Perhaps, the operator was unaware of this difference between the two devices and was deploying the filter with the same back tension used to the release of a filter with the push knob mechanism." It is known from the literature that excessive back tension could result in deployment difficulties/failure when pressing the release button. Nothing indicates that the product was not manufactured according to current specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: filter would not release. After a couple of attempts the filter was re sheathed and released with no problems. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.